Manufacturer narrative:
Initial reporter: the customer's telephone number is (B)(6). The customer provided two (2) patient samples to beckman coulter for investigation. Beckman coulter tested the samples neat (undiluted) following centrifugation for the frt4 assay and obtained elevated frt4 results which matched the customer's results. Beckman coulter also performed an interference testing using a mix of different blockers and the testing did not allow to detect interference since none of the blockers used were able to modify the signal. Beckman coulter then performed an anti-streptavidin antibodies/biotin depletion testing. The depletion testing did not allow to detect an interference related either to strepavidin or to biotin within the provided patient samples. Beckman coulter's investigation could not demonstrate any interference and the cause of the discordance could not be determined. All related medwatch reports associated with this event: 8020879-2014-00012. 8020879-2014-00013.

Event description:
The customer reported obtaining elevated free t4 (access frt4) results, for one (1) patient over multiple days, involving the unicel dxi access immunoassay system. This report references the event which occurred on (B)(6) 2014; please refer to medwatch report number 8020879-2014-00013 for the report of the event which occurred on (B)(6) 2014. The elevated access frt4 result was reported out of the laboratory and the physician halted the patient's eltroxin replacement treatment for five (5) days. The customer indicated that the sample was subsequently run on two (2) alternate methodologies and normal free t4 results within the expected values were obtained. There was no report of any adverse consequence to the patient as a result of the pause in treatment. The access frt4 reagent was used in conjunction with the unicel dxi access immunoassay system serial number (B)(4) for this event.